Manufacturer narrative:
Result: the 5max ace reperfusion catheter is fractured approximately 6.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace reperfusion catheter was found fractured once it was removed from the packaging hoop. Evaluation of the returned device confirmed a fracture approximately 6.0 cm from the hub. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, it may fracture due to excess force and bending of the catheter. The root cause of this complaint cannot be determined. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. When it was removed from the protective hoop, the penumbra system 5max ace reperfusion catheter was found to be broken. It was not used and the procedure successfully continued with a different catheter. There was no report of an adverse effect on the patient.